Event description:
A 1104l being used with ip2p reported to have malfunctioned. The problem was described as follows; "the intracranial pressure (icp) number were not values that represented the clinical picture of the patient; values erratic." The 1104 l was removed and replaced with another 1104 l and the icp values worked and as predicted for the patient." Additional information received indicated that the patient had a closed head injury and evacuation of a subdural hematoma. His initial licox/camino was placed in the or (operating room) on (B)(6) 2012. Later that day he was noted to have increasing intracranial pressures and a CT scan of his head was repeated immediately. Placement of the devices were good and evacuation of the hematoma was complete.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2012. The investigation included: methods: review of device history records. Review of integra complaint management database for similar complaints. Results: the complaint device was not returned for the evaluation. Review of device history records was performed; a review of batch history record lot 3050rx232199 indicates that it met all requirements before released to finished goods. Number 3050rx232199, 110-4l, exp. Date 31 jan 2014 and mfg date: 12 jun 2012. (B)(4). Conclusion: since the product was not returned for evaluation and no further information on the device was provided, no conclusions could be drawn, nor root cause established without having the actual device to evaluate and analyze. We are unable to confirm the reported event. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.